Event description:
Multiple et tube cuff's were blowing or not inflating properly. Patient intubated during code blue on step down unit with #8.0 covidien tube. Per the rt, by the time they got to critical care, they already had a blown cuff. They obtained the 8.0 from the intubation box and tested the cuff which not hold. They grabbed the second 8.0 ett and tested the cuff and it would not hold. They then went to the 7.5 tested the cuff, it held the air. That was what they used to intubated the patient.